Manufacturer narrative:
As reported, a patient in compromised health (recent history of enterocutaneous fistula and infection) was implanted with a phasix st mesh. Due to infection the mesh was subsequently explanted. The patient passed away due to complications of the infection (the exact date is not known and estimated between 29-feb - 11 mar). The surgeon has stated that the mesh was not responsible for this immune response. No medical records, autopsy report, or death certificate have been provided. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2023. Regarding infection, the instructions-for-use supplied with the device state, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." And ¿the use of any synthetic mesh or patch in a contaminated or infected wound could lead to fistula formation and/or extrusion of the mesh and it is not recommended. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, the patient had a recent history of multiple enterocutaneous fistulas following formation of stoma and had subsequently been treated aggressively for infection. As reported, the surgeon believed that the underlying infection had cleared, and fistulas had closed and were looking to reinforce the patient's abdominal wall as it was the main concern as such a decision was made to use a phasix st mesh by onlay fashion. About 2 weeks post-implant, the mesh was explanted due to a massive systemic infection, during which it was noted that the mesh was floating in pus. As reported, the surgeon "did not believe that the mesh was at fault in this instance, but more likely that the infection wasn¿t completely resolved. Surgeon stated on reflection that mesh was not responsible for this immune response. Subsequently, it was reported that the patient had passed away due to complications of infection.